Event description:
The home patient (hp) reported feeling as if overfilled with fluid while using the homechoice cycler for "apd" therapy. The homechoice cycler is programmed to deliver a last fill volume of 2000mls, allowing the fluid to dwell in the hp's peritoneum during the day. The hp relates that during the day hp manually drains out the last fill volume of 2000mls and then weighs the volume of fluid manually drained. According to the hp, this volume of fluid typically weighs 2300mls. Hp relates that in 1/2001 hp performed manual drain and removed approximately 3300mls of fluid, 1000mls greater than the typical volume of 2300mls. Hp suspected the device may have delivered a volume of fluid greater than the programmed fill volume requested a replacement device. According to the hp, there was no pt injury or medical intervention.